Event description:
A customer in (B)(6) reported a false susceptible vancomycin results for a patient anal swab for vre (vancomycin resistant enterococcus) screening, in association with the vitek® 2 ast-p616 test kit (lot 4960662103). The swab was tested twice from cos media and the vitek result was vancomycin susceptible (mic <=0.5). The sample was positive on a vre plate (oxiod), and the gradient test (oxiod) result was resistant (mic=32). The customer did not report the incorrect result to the physician but there was a delay greater than 24 hours due to the retest. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a false susceptible vancomycin (va) result for an enterococcus faecium strain with vitek® 2 ast-p616, software version 8.01. All tests were performed from cba (biomerieux) subculture under aerobic and co2 atmosphere. Strain identification was confirmed to enterococcus faecium (90%) on the vitek gp ID card. Ast testing: vitek 2 breakpoints for vancomycin / enterococcus = eucast 2012 breakpoints breakpoints eucast 2018 : s <=4, r>4. Reference method to determine the intended result : broth microdilution (bmd) is the method used for vancomycin development (formulation va04n) on ast-p616 : va mic = 32 mg/l r vitek 2 : v8.01 (aes parameters : eucast + eucast based): two ast- p616 cards were tested : 1 from customer lot (cl 4960662103) and one from a random lot (rl 4960619203), from subculture under aerobic and co2 atmosphere. Va mic >/= 32 mg/l r whatever the lots tested and with the two atmospheres these vitek 2 results are within essential agreement compared to the reference result (bmd va= 32 mg/l r). The false susceptible result obtained by the customer with vancomycin and ast-p616 was not reproduced in-house. The vitek 2 ast-p616 cards performed as expected and no further action is required.